Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy to ensure insulin delivery. The customer was informed of the steps required for using the replacement pump and returning the malfunctioning pump. Tandem provided instructions for storing and returning the defective pump and confirmed the shipping address for the replacement, which did not require a delivery signature.